Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. The display was replaced with a test display for investigation and was found to function properly. Unrelated to the display issue, that the keypad was found to be torn over the ok button and the keypad flex was exposed. The ok button was unresponsive due to a missing key contact; the up arrow, down arrow, and contrast buttons responded appropriately. The keypad was removed and evidence of contamination was found under all buttons. Also unrelated to the display issue, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.